Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/4/2020. H3 investigation summary: it was reported that the device had breakage suture. It was received for analysis a needle-suture piece, an empty opened foil and a labeled winding former of product code j311, lot mlz917. During visual inspection of the sample, the swage and attachment area were noted to be as expected; however, marks on the body needle that appears to be by surgical instrument were observed. The suture was examined and the end isn't broken, it's cut appears to be by the use of a surgical instrument. Due to the condition of the sample the functional test can¿t be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident of: ¿breakage suture¿.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/13/2020. A manufacturing record evaluation was performed for the finished device mlz917 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown laparoscopic surgery on (B)(6) 2019 and suture was used. During the procedure, the suture was broken during use in the abdominal cavity. There were no adverse consequences to the patient. No additional information was provided.